Event description:
The report indicated that two orbit rdfl complex mini coils (638mf0410/ 15506837 x 2) got stretched. The physician wanted to make a frame with 2 microcatheter technique. When the physician advanced those 2 coils simultaneously, those 2 coils got stuck together and couldn't retrieve or advance. And thus the physician pulled out 2 coils with 2 m/cs together. The coils got stretched during deployment. After stretching was noted, the physician was able to retrieve the entire coils along with the mcs still attached to the delivery systems. No additional intervention required as the systems were removed along with the mcs. It was reported that both coils got released when the coil delivery system got stuck into the mcs. There were no damages noted to both mcs and coil delivery systems prior to use and after removal from the patient. The brand of mcs was headway. An adequate continuous flush was maintained at all times. It was reported that the axium 3d 3x6 was used successfully with these mcs prior to the event. After the event, the same mcs were being used to complete the procedure. The target lesion location was acom and vessel characteristics were normal. There was no difficulty experienced while advancing both mcs. There was no resistance between the gw and mc during advancement. There was also no difficulty while advancing both coil systems through the mcs. No flow restriction/reduction noted. The patient was perfectly ok and no adverse events reported.

Manufacturer narrative:
(B)(4). There have been no other changes made to this file. Complaint conclusion: the report indicated that two orbit rdfl complex mini coils (638mf0410/15506837 x 2) got stretched during deployment into the aneurysm using a dual catheter technique. The physician wanted to make a frame with the 2 microcatheter (mc) technique. When the physician advanced those 2 coils simultaneously, those 2 coils got entangled with each other and stuck together and caused an inability to retrieve or advance the coils. After stretching was noted, the physician was able to retrieve the entire coils still attached to the delivery system along with the mcs; the 2 coils and 2 mcs were pulled out together from the patient. No additional intervention required as the systems were removed along with the mcs. It was reported that both coils got released after withdrawal when the coil delivery system got stuck into the mcs. There were no damages noted to either mc or coil delivery systems prior to use or after removal from the patient. The brand of mcs was headway. An adequate continuous flush was maintained at all times. It was reported that the axium 3d 3x6 was used successfully with these mcs prior to the event. After the event, the same mcs were used to complete the procedure. The target lesion location was the anterior communicating artery (acom) and vessel characteristics were normal. There was no resistance between the guidewires and mcs during advancement. There was also no difficulty while advancing either coil system through the mcs. No flow restriction/reduction noted. It was reported that the patient was perfectly ok and no adverse events reported. Two non-sterile orbit rdfl complex mini coils were received in tangled condition inside of a plastic bag. The hypo-tubes were inspected and several kinks were noted on them. One of the introducers was not received for evaluation the other introducer was found unzipped and no damages were noted on it. The support coils and grippers were found without damages while the embolic coils were found stretched/kinked. The grippers and the embolic coils were inspected under microscope, the grippers were found without damages while the embolic coils were found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additionally inspections are in place to prevent this type of failure from leaving the facility. The reported stretching of the coils was confirmed. Although based on the analysis a root cause conclusion cannot be determined, based on the reported procedural information device interaction and coil entanglement during the simultaneous deployment of the coils resulted in the stretching and fixation of the coils. With review of the reported information, the analysis and the device history records, there is no indication of any relationship of the events to the manufacturing process with procedural factors impacting the event. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of 15506837 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Both coil delivery systems are expected to be returned; thus additional information will be submitted within 30 days of receipt.